Event description:
The sales rep from user facility reported that the device had broken blade mount during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user from user facility reported that the device had broken blade mount during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results. Correction: upon further investigation, it was determined that the blade mount is a large component and is unlikely to result in a death or serious injury. This event is not reportable.